Event description:
It was reported that the line had fractured approximately 3mm from the hub. Event occurred during use. The PICC was removed and another PICC was placed as the patient is continuing with treatment. This line had fractured approximately 3mm from the hub. The patient was not harmed in this incident. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the molded joint and 0 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the line had fractured approximately 3mm from the hub. Event occurred during use. The PICC was removed and another PICC was placed as the patient is continuing with treatment. This line had fractured approximately 3mm from the hub. The patient was not harmed in this incident. No other information provided, at this time.